Event description:
It was reported that noise was evident on the v sense and pace egm. Although the noise was triggered it was not sensed. Another egm had missing markers. Technical services believes that it was telemetry noise and a corrupted egm. No further information available.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.